Event description:
In light of the covid-19 pandemic and the subsequent emergency use authorizations (euas) for sars-cov-2 diagnostic tests, the agency has requested heightened reporting beyond the reasonably suggests requirements of 803 to include allegations of false positive or false negative results independent of harm or malfunction or off-label use. Pursuant to the agency¿s instruction, we hereby submit this MDR. The customer alleged discrepant results generated for the cobas® sars-cov-2 & influenza a/b (scfa) assay. A customer from the united states alleged that they received potential false positive results for patients¿ samples when tested with the cobas® sars-cov-2 & influenza a/b (scfa) assay. The customer reported that from the dates of (B)(6) 2021 9 patients¿ samples were tested and analyzed on the cobas® liat® system (s/n (B)(4)) that generated sars-cov-2 positive, influenza a negative, influenza b negative results for 8 of the patients¿ samples and a sars-cov-2 positive, influenza a negative for one patients¿ sample. The 9 patients¿ same samples were repeat tested. Seven of the patients¿ same samples were repeat tested on a different platform the lumira dx that generated sars-cov-2 negative, influenza a negative, influenza b negative results for all 7 of the patients¿ samples. An 8th patient¿s same sample was repeat tested on a different platform the cepheid gene xpert that generated a sars-cov-2 negative, influenza a negative, influenza b negative result. The 9th patient¿s same sample was repeat tested on a different platform the perkin elmer that generated a sars-cov-2 negative, influenza a negative, influenza b negative result. Patients¿ samples were collected using nasopharyngeal in bd universal viral transport media. The customer confirmed there was no allegation of harm to the patient. The negative results were reported out to the patients and/or personnel treating the patients. The investigation to assess the customer allegation has not yet been completed. Nine (9) mdrs will be filed one for each sample as per FDA guidance.

Manufacturer narrative:
Investigation is ongoing. A follow-up report will be filed upon the completion of the investigation. (B)(4).

Manufacturer narrative:
An investigation was performed on the reagent kit lot and no product problem was identified. Based on the information and data provided and the investigation performed there is no indication the product is not functioning as intended. No product problem was observed throughout the testing. The discrepancy observed may be due to differences in sensitivities and detection technologies between the scfa assay and the competitors. (B)(4).